Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #(B)(4)) on behalf of the MFR (B)(4) (registration #(B)(4)). Please note that this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4) (under registration #(B)(4)). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by (B)(4) and any medwatch reports will be submitted under registration #(B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
Pt was in transfer chair, which was then placed into position for the ambulift hoist to make the transfer into the fixed standard bath in the bathroom. It was reported that the hoist was lowered and the safety catch pulled back so the transfer chair could then connect to the hoist, and the chassis of the transfer chair was then removed. There are some conflicts from the facility about the next steps, but it was stated that the chassis was removed from the area, the hoist was raised about 5 cm, at which point the chair detached from the hoist and the pt fell. The pt suffered a broken hip, and was taken to the hosp for treatment.